Event description:
The device was used during an unspecified wall closure procedure. Reportedly, the suture broke. The surgeon used another suture to complete the procedure. The hospital has reported no patient injury occurred.

Manufacturer narrative:
8/4/1998-supplemental report #1 sent to FDA. Additional data entered in d-9. Device evaluation indicated and codes entered in h3 and h6.